Manufacturer narrative:
Drive link assembly.

Event description:
It was reported by service report that the brakes on footend of stretcher do not work. It is unk if there was pt involvement or if there are adverse consequences to report.